Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, stryker observed that the customer's device would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. The customer was provided with a replacement device. The customer's device was sent to stryker product analysis center (pac) for further evaluation. The pac technician was able to duplicate and verify the reported issue. However, the device was still able to be powered on and off by pressing the on/off button. The root cause of the reported issue was isolated to the reed switch, sw5. The device was archived by stryker.